Manufacturer narrative:
Product is not returned as it is still in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two electric shocks due to apparent supraventricular tachycardia (svt). The inappropriate shocks occurred outside of an isolated episode. Therapy was not exhausted. Further review was recommended. Additional information from the field representative indicates that the device was reprogrammed and remains in service. No additional adverse patient effects.